Event description:
The consumer stated the she was diagnosed with toxic shock syndrome which resulted in amputation of her leg and toes. The consumer was initially hospitalized on (B)(6) 2012. In (B)(6) of 2012 her right leg was amputated below the knee. In (B)(6) 2013, her toes were amputated from her left foot and her left heel was debrided.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report